Event description:
It was reported by a customer that in the middle of a procedure on (B)(6) 2011 error message codes 171 and 172 were received from the laser system. Error 171 occurred while at 80 watts. Per the customer, error 171 was able to be cleared. Error 172 then occurred and the laser system shut down. The physician was able to reboot the laser system and was able to continue the procedure while using the laser at 100 watts. The procedure was completed. No pt injury was reported.